Event description:
The patient had primary hip done on (B)(6) 2017. She presented with pain and the surgeon wants to revise her hip. Surgeon suspects that the implant might be at fault. Update on 7/27/2017: revision surgery was performed on (B)(6) 2017.

Manufacturer narrative:
[(B)(4)].